Event description:
A customer reported a low reading with the freestyle libre sensor. The customer reported an unspecified low sensor reading, and experienced dizziness and loss of consciousness. The customer required treatment of drink by daughter. The customer reported a healthcare meter result of 100 mg/dl against scan of 56 mg/dl taken at an unspecified time in relation to the event. Low scan readings are indicative of hypoglycemia; however, as the customer did not provide readings from time of event, it is unknown if sensor indicated hypoglycemia at time of event. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
At this time, product has not yet been returned. An extended investigation has been performed for the reported complaint, and there was no indication that the product did not meet specification. Dhrs (device history record) for the freestyle libre sensor and freestyle libre sensor kit were reviewed, and the dhrs showed the freestyle libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. The date the incident occurred is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.